Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that display of insulin pump was flashing. Customer stated that there was no report of insulin pump screen was flashing when screen was turned on after being in sleep mode. Customer was in the pool and insulin pump was not beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.